Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information: patient information was unavailable from the site. Device evaluated by MFR: onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-2-05, (B)(4) (hcp rep for): medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the site used the mr to plan and perform navigation. During the procedure there were no signs of inaccuracy. The site took a post-op CT scan and noticed they had unsuccessfully performed the surgery, and biopsied healthy tissue. The site merged the CT with the mr and it showed a 5mm deviation from target planned. There was no reported delay to procedure. The site had to schedule another surgery and was performed without medtronic navigation. It was noted that the likely cause of the event was a distorted mr scan.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the site used the mr to plan and perform navigation. During the procedure there were no signs of inaccuracy. The site took a post-op CT scan and noticed they had unsuccessfully performed the surgery, and biopsied healthy tissue. The site merged the CT with the mr and it showed a 5mm deviation from target planned. There was no reported delay to procedure. The site had to schedule another surgery and was performed without medtronic navigation.